Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse communicated with the customer and was informed that there were no issues encountered with the 2 cases that were performed that day. Intuitive surgical inc. (Isi) has not received the da vinci product associated with the customer-reported complaint.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 30-degree endoscope plus had an inverted image. The technical service engineer (tse) advised the customer to remove the endoscope from the system, rotate the endoscope base to the correct orientation, to press the clutch button on the arm holding the endoscope, and then to reinstall the endoscope. The customer tried the troubleshooting, and the issue remained, the customer also noted that the issue was the same on two endoscopes. The customer was able to force the endoscope, and the image was then correct. The procedure was completed with no reported injury.